Event description:
The pt felt stimulation in the wrong location. The pt felt stimulation in her legs and no longer felt stimulation in her back. The pt stated that the "leads have slipped out of place". The pt was at the clinic and her status was reported to be "good". Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)